Manufacturer narrative:
Concomitant medical product: model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was sounding an audible alert. Interrogation revealed the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), noise and non-sustained ventricular tachycardia (nsvt) episodes. It was noted that the patient had a dialysis catheter recently placed in the subclavian vein where the ICD leads are also present. Soon after noise was seen on the rv lead. Reprogramming was completed and a lifevest will be prescribed for the patient until further measures can be taken to resolve the situation. The lead currently remains in use. No patient complications have been reported as a result of this event.